Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the local audio for the mx40 was off. The device was reported to be in use on a patient. No adverse event to patient or user was reported.